Event description:
The following was reported to davol by the patient: it has been alleged by the patient that he was implanted with a bard 3d max mesh in (B)(6) 2009 for repair of a left inguinal hernia. Since then he reports severe abdominal pain, cramping, leg pain, nausea, painful bumps on my abdomen, weight loss, fatigue, and anxiety caused by the pain. He alleged that "the mesh has obviously caused some complications." He reports that he has had an "MRI, CT, ultrasound, pain treatment, basically all western and eastern treatments to alleviate the pain. I've been to many physicians, which I am one also, and they all conclude it is the mesh that is the cause." He reports the "symptomatology is severe burning of the stomach, burning in the hypogastric, iliohypogastric nerve innervation. Muscle cramps of my back, legs, gluteal region."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient has alleged that since his 2009 implant of a bard 3d max mesh he has severe abdominal pain, cramping, leg pain, nausea, painful bumps on my abdomen, weight loss, fatigue, and anxiety. He also reports that he will be having the mesh explanted on an unspecified future date when he has the time. Also alleged by the patient was that two specialists have determined an auto-immune response. No specific failure mode has been alleged. He alleges that he had an MRI, CT, and ultrasound, however no lab reports or medical records have been provided. We have contacted the patient and requested additional information. Without a lot number a review of the manufacturing records is not possible. If additional information is obtained, a follow up MDR will be submitted.